Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and experiencing low blood glucose, down to 60 mg/dl. Customer also stated he received high blood glucose readings over 400 mg/dl, due to infusion set tubing getting crinkled up and insulin not delivering as a result. The customer also stated infusion set tubing fell out at one point. Customer declined to be transferred for further assistance.